Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad cover was peeling/missing and that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: during investigation, the keypad was found to be torn over the down arrow button. The ok and contrast keypad buttons were found to be intermittently unresponsive during testing. The up arrow and down arrow buttons responded appropriately. The keypad was removed and there was contamination found under all button contacts and the ok button contact was inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.